Event description:
Additional information received reported that there was a replacement surgery on (B)(6) 2012. It was stated that the cause of the event was an electrode lead migration. It was unclear if only the lead was replaced, because it was stated the lead was replaced and that there was a "new lead/electrode and stimulator". Insertion of the new device(s) "improved response". Hospitalization was required and there was no patient injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a magnetic resonance imaging (MRI) procedure done on the c-spine with the patient lying on his back. The patient was having the scan to determine if he had post-laminectomy syndrome due to a laminectomy done in the cervical area previous to the patient having an implantable neurostimulator (ins). The primary magnet strength was 1.5 teslas, and the type of scan was a 3d volume scan. The configuration of the MRI was "horizontal, closed bore." It was noted that the patient's ins was located in the buttock with the lead tip in the sacral area. The ins was on prior to the MRI. The scan was less than 1 minute long when the patient reported discomfort and the scan was stopped immediately. It was reported that the patient had an increase in intensity of stimulation that was uncomfortable. The MRI operator just started a "3 plane locator" when the patient reported discomfort; this part of the scan was incomplete. It was noted that the patient did not report he had an ins prior to the scan. The discomfort stopped immediately once the scan was stopped.

Manufacturer narrative:
Product ID 3093-28, lot# v674664, implanted: 2011-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).